Event description:
It was reported that a 64-year-old caucasian female patient underwent a breast surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant by an undisclosed methodology, although the affected side was not provided. As a result, the patient underwent bilateral removal and replacement with 300cc mentor memorygel breast implants on (B)(6) 2022. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 5976043 / sn: (B)(4) and right implant - lot number: 5955697 / serial number: (B)(4). The date of event was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lots 5976043 and 5955697, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the suspect medical device for evaluation. On (B)(6) 2022, mentor became aware that an error was submitted in the initial report. The date of explantation was previously reported as (B)(6) 2022, in the event description; however, was not correctly reported in the explantation day field. The appropriate field has been updated. On (B)(6) 2022, mentor completed an evaluation on the returned device. The device which returned with detectable damage was lot/serial number (B)(6) (left-sided device). As such, the lot and serial number fields have been updated appropriately. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, in addition, was received in two parts. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4) in the initial, 6b explantation month, day, and year should have been populated as (B)(6) 2022.